Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the device ruptured. No balloon segment remained inside the patient's body. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 8.0mm distal to the distal end of the proximal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface.the shaft was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10mm x 3.50mm flextome cutting balloon was selected for use. During the procedure, it was noted that the device ruptured. No balloon segment remained inside the patient's body. The procedure was completed with another of the same device. No patient complications reported.